Event description:
During the follow-up, eri was confirmed on the programmer. Early battery depletion is suspected. Device currently remains implanted. Should additional information be received, this file will be updated.